Manufacturer narrative:
The battery was returned for evaluation. The reported event was confirmed. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device passed visual inspection but failed functional testing due to a safety flag that rendered the battery inoperable. Supplemental testing revealed there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. A reset of both integrated circuits was able to remove the flags and resulted in the battery regaining functionality. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. In the absence of power switching, power disconnect/loss of power this would not be likely to cause or contribute to death or serious injury. The function of this alarm is to indicate that there is limited battery time remaining on the battery. This will require a battery exchange. The redundant power source will continue to supply power to the vad; this failure will result in user annoyance and will not affect the function of the vad. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient stated the battery showed no power when connected to the controller, but when disconnected from the controller, the battery displayed full power. The battery led lights were functional when connected to the controller. The battery was tested on the other controller port and the issue continued. The patient was instructed not to use the battery. The battery was replaced with no reported consequence or impact to the patient. The replacement battery resolved the issue. No damage was seen on the battery and/or battery cable. There was no allegation of a device malfunction associated with the controller. There was no damage noted to the controller or it's power connectors. The event was not associated with any controller alarms or pump stops. An audible click was heard when the power source was connected to the controller. No further information was provided.